Event description:
The customer observed falsely depressed architect tsh results for one patient. The initial result was 2.7894 uui/ml, repeated clia method 5.667 / 5.110 uiu/ml (normal range 0.4 to 4.2 uiu/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The ticket search by lots indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot number 30457ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Accuracy testing for reagent lot: 30457ud00 was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. Labeling review concludes that the issue is adequately addressed. Specimens run on the architect tsh assay must be processed according to the specimen test tube manufacturers¿ instructions. Insufficient processing, including deviations from recommended clotting times, centrifugation times, centrifugation speed and sample preparation techniques, may cause inaccurate results. Based on all reviewed data, we conclude that there is no product deficiency with the architect tsh reagent lot identified in this complaint.